Event description:
In 2007, the lay-user/patient contacted lifescan alleging that the test strip holder on her one touch basic meter was loose. The patient tests her blood glucose once every 2 days or whenever she has symptoms of high/low blood glucose. She was managing her diabetes strictly by her diet. She does not take any medications for her diabetes. The patient indicated that the reported issue started on an unspecified date back in approx two months earlier. The patient did not change her diet as a result of the alleged issue. On an unknown date after the reported meter issue began, the patient developed symptoms of feeling dizzy and blurry. The patient explained that she gets both symptoms whenever her blood glucose is really high or low. On another unspecified date after the reported issue began, the patient visited her doctor because of the symptoms and was prescribed glucophage. The patient stated that she took the medication for a short while and then stopped on her own. The patient claimed that the medication was causing her to have a dry mouth and feel thirsty all the time. The patient has not been able to test her blood glucose for the past 2 1/2 mouths and has just been managing her diet. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient alleged she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.